Manufacturer narrative:
Qa has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
One week after treatment with cosmoplast, the pt had erythema and swelling at the treatment sites. The physician diagnosed an allergic reaction and prescribed a topical corticosteroid along with oral claritin and an add'l treatment of valtrex. The physician had prescribed valtrex as a prophylactic at the time of the cosmoplast treatment, due to the pt's history of herpes.